Event description:
Customer claims to have had ears pierced with the inverness ear piercing system at a retail user on 6/6/98. On 6/10/98 she sought medical treatment for an infection at the ear piercing site and was prescribed antibiotics.